Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was sent new charging supplies and was able to successfully charge the pump.